Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.

Event description:
It was reported that the customer received multiple temperature alarms. In addition, it was reported that the pump shutdown. During troubleshooting with tandem technical support it was confirmed that the pump shutdown do to insufficient battery power. Tandem technical support educated the customer on charging the pump frequently to prevent pump shutdowns. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.